Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4): the proximal segment lead was returned, analyzed and no anomalies were found. It was noted that there was lead insulation breach on the overlay tubing and visual analysis showed there was an apparent explant damage. (B)(4).

Event description:
It was reported that there was increased impedance plus fluctuating r-wave of the right ventricular (rv) lead. No noise or increased threshold were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.